Event description:
A report was received that the patient underwent a pocket revision due to ipg migration. The patient is reportedly doing well after the pocket revision.

Manufacturer narrative:
Patient weight not available. Device remains in patient. This is the final report.